Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the site had a bump.

Manufacturer narrative:
The device was received not deployed. The device was downloaded. Download data showed that the device did not run any pulses and is in pod state 2, the state of the device when it is awaiting initial activation. The device deployed as intended upon manual rotation of the ratchet gear. No damages or defects were observed that would have contributed to a needle mechanism failure. Inspection of the needle mechanism and bottom housing found no damages or defects that would contribute to the reported skin condition swelling. The exact cause of the reported event could not be determined.